Event description:
On (B)(6) 2013, the patient reported that on (B)(6) 2013 she noticed her infusion set leaking because she could smell the insulin. She stated that she has difficulty inserting infusion sets and wiggles them from side to side as she inserts them. The patient does not know if the cannula was in her body when the insulin was leaking. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was discarded; therefore no product was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As the product has not been returned for investigation and the lot is not available, the complaint could not be replicated. Product not returned.